Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 487 mg/dl. The current blood glucose was also same as 487 mg/dl. Customer reported that, the insulin pump is no longer saying to check for occlusions if the blood glucose is over 250 mg/dl. Customer had customer go to use bolus wizard and enter in a 251 mg/dl blood glucose and he hit act and the next screen asked for food. Replacing the pump for the high blood glucose which were already troubleshooting except for the high pressure test. Customer reports the following symptoms related to their high blood glucose were headache and nausea. Customer treated for high blood glucose with manual injection. The drive support cap appears normal. Customer declined troubleshooting of the high blood glucose. Customer to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify missing segments/partial display anomaly due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.